Event description:
It was reported that the patient received the elective replacement indictor (eri) message stating the ipg is nearing its end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report that the ipg was revised due to ¿nearing eol¿ was confirmed. Analysis and longevity calculation found the device had declared eri, eol, and had normal battery deletion due to usage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.